Event description:
As reported for this event by the customer, when the device was opened during preparation for use for a therapeutic retrograde intra-renal surgery, it was observed that the guidewire was bent, and the device unusable. The intended procedure was performed and completed with another similar device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
Addendum dec 22, 2022: the patient was prepared for the procedure when the event occurred. How the device is stored at the facility is not known. The device package was not damaged externally. The device was guidewire was bent in the package prior to taking the device out. The intended procedure was completed with a new device that was in stock with delay just enough to switch to the new device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10.

Manufacturer narrative:
The returned device has been evaluated. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device met the specification at the time of delivery, the damage to the tip must have occurred afterwards. The device was returned opened inside the original pouch packaging. The wire was still inside the hoop dispenser. The wire tip did appear bent when examined. The tip was not threaded through the thumb advance introducer. The damage was able to be confirmed. A possible cause of the damage would be if the customer tried to thread the wire tip back inside the introducer and bent the tip. The true root cause was unable to be confirmed.